Manufacturer narrative:
Device code - 2017 (incorrect preparation). A visual and functional inspection was performed on the device and the reported inflation problem/issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) states: to remove all air from the delivery system using an inflation device/syringe with dilated contrast medium. This step is to be performed prior to insertion of the device into the anatomy. In this case the reported improper preparation of the sds did not cause or contribute to the reported inflation problem. The investigation determined the reported inflation problem appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo circumflex artery. A 2.50x18mm xience alpine was advanced and once at the lesion it was noted the balloon would not inflate when pressure was added. Another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. Additional information received subsequent to filing the initial report: the xience alpine was not prepped per the instructions for use, negative was not pulled for 30 seconds during prep. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo circumflex artery. A 2.50x18mm xience alpine was advanced and once at the lesion it was noted the balloon would not inflate when pressure was added. Another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.